Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged chronic headaches, worsening copd. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously reported the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged chronic headaches, worsening copd. Medical intervention was not specified. No additional information can be requested at this time. In this report the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information reduced cardiopulmonary reserve. There was report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up reported. Mandatory section updated/corrected.